Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The battery was at normal end of life. Telemetry and output was okay. The ins reached a normal eos condition for a device that had a short across active electrodes. Based on the battery voltage diagnostic from the ins, it appears that the short across the output appeared on 8/13/2015 (17 days after implant) and pulled the battery down rapidly. After the eos bit was set which shuts off the output, the battery recovered to 3.035 volts by the time it was received for analysis indicating that the short was external to the ins. With the battery recovered, the ins passed functional testing.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, product type: accessory. Product ID: neu_unknown _lead, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) confirmed that the implantable neurostimulator (ins) was explanted. The issue has not yet resolved. Now all electrodes have out of range high impedances. The rep was unable to elicit any paresthesia. The patient has been booked for further surgery to troubleshoot the problem in (B)(6). The cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported premature battery depletion via the manufacturer representative. The device was "one month old!". The settings and impedances were normal at the time of post-implant programming; it was noted "everything seemed normal" when the device was initially programmed and the patient was discharged from the hospital. The summary report of the device on the day of implant indicated there were no electrodes out-of-range and that the cycling was off. However, the issue was identified as the patient was getting the elective replacement indicator (eri) message on the patient programmer. The eri message was elicited without the programmer being in contact with the stimulator. Interrogation with the patient programmer and clinician programmer revealed the ins was at the end of service (eos); the patient programmer revealed the end of service (eos) message and interrogation with the clinician programmer revealed the "end of service. Replace neurostimulator message". The summary report also indicated that some electrodes were out-of-range; electrodes 0 and 1 had impedances less than 50 ohms. Of note, the cycling of group a and group b was off. It was noted the patient's diagnosis was "phn right thigh" (the medical history included post-herpectic neuralgia). The patient only used the device for a few hours each morning. A surgical intervention was tentatively planned for (B)(6) 2015. The event will be updated should additional information be received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.